Manufacturer narrative:
H.3 device not returned to manufacturer for evaluation was selected on the initial submission of manufacturer device report number 1220648-2024-13401 and should not have been as the device was returned. If the device was not evaluated was revised due to the device being returned for evaluation.

Event description:
The user facility reported a patient who presented to the emergency department with chest pain and shortness of breath diagnosed with st-elevation myocardial infarction was implanted with an impella cp device for mechanical circulatory support and subsequently "impella defective" alarm presented. The initial pump was repositioned in the intensive care unit, and the "impella defective" alarm presented. The patient was returned to the cardiac catheterization lab for replacement of the pump. The second impella cp was prepped and plugged into the same automated impella controller (aic) that was initially used. The "impella defective" alarm presented again. The physician requested another new pump and this time a new aic for the case which was thereafter completed without incident.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.